Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -17.0/2.5/091(sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to excessive vault, elevated iop 64 mmhg without pupil block and angle closure, and significant reduction of iridocorneal angles. Reportedly, "after explantation cornea mild edema, ac formed, no icl; iop 12mmhg." The problem was resolved. The cause of the event was reported as the device due to an 'oversized lens.'

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).